Event description:
Prior to use, the precise sds was found to be partially deployed upon opening the packaging. The product was never prepped or used clinically. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.